Manufacturer narrative:
Additional information received: it was reported that the intervention was carried out 13 days post the follow up CT identifying the aneurysm enlargement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported that it was confirmed that the enlw1620c95ee and enew2020c80ee devices were implanted in the right common iliac during the index procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: enlw1620c95ee, serial/lot #: (B)(4), ubd: 06-aug-2011, UDI#: (B)(4) ; product ID: enlw1613c95ee, serial/lot #: (B)(4), ubd: 15-jul-2011, UDI#: (B)(4); product ID: enew2020c80ee, serial/lot #: (B)(4), ubd: 30-jan-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 36 mm diameter abdominal aortic aneurysm. It was reported that during follow up CT approximately 10 years later, growth of the right aic (common iliac artery) was noted, to 42 mm. No endoleak was noted on the CT. It was reported that an additional endurant stent graft was implanted as treatment. The event was resolved after the intervention. The investigator assessed the event as not related to the endurant stent graft system of the index procedure. The sponsor assessed the event as possibly related to the endurant stent graft system, not related to the index procedure. No additional clinical sequelae were reported and the patient is fine.